Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other bmw guide wire referenced is filed under a separate medwatch report number. The device was not returned for analysis. Factors that may contribute to the inability to retract the guide wire may include, but not limited to, device placement technique, guiding catheter support, outer diameter of the guide wire, condition of the guide wire, tip shaping technique, or patient anatomical conditions. Other factors may also consist of anatomical conditions, such as tortuous vessels, as they could cause the shape of the guide wire to become angled and make it more difficult to retract the wire. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the heavily calcified mid left anterior descending coronary artery. A non-abbott atherectomy catheter was selected for the procedure. In order to exchange the balance middleweight (bmw) guide wire for the non-abbott atherectomy catheter guide wire, a non-abbott support catheter was used. While retracting the bmw guide wire into the support catheter the tip of the bmw guide wire would not enter the support catheter. Therefore the two devices were removed as one unit. A second bmw guide wire was advanced to the lesion and crossed. Again in order to exchange the bmw guide wire for the atherectomy catheter guide wire, a second non-abbott support catheter was used. While retracting the second bmw into the support catheter the tip of the bmw guide wire would not enter the support catheter. Therefore the two devices were removed as one unit. A third bmw guide wire was advanced to the lesion and crossed. Again in order to exchange the guide wire for the atherectomy catheter guide wire, a third non-abbott support catheter was used. The bmw guide wire was successfully retracted through the support catheter and the exchange with the atherectomy catheter guide wire was completed. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.